Event description:
It was reported that the 2.7 pin broke off in the patient at the 75 mark, the pin was retrieved. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.